Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. It was also noted that the ICD exhibited sensing issues on the discrimination channel. No intervention was performed. The patient had no consequences.